Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing came apart at the drip chamber while infusing blood to a patient. The blood leaked onto the floor. There was no harm.